Event description:
The customer reported that the left monitor on the system was not functioning and needed to be replaced.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The left monitor was replaced by a clinical engineering. The machine is now fully functional.